Event description:
It was reported that during a nasal procedure using a coblator ii controller, the unit was not powering on properly. The users powered down and restarted the unit but the coblation feature was not working at all. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.